Manufacturer narrative:
Investigator assessed that the previously reported event is not related to the study device or antiplatelet. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event term was updated to congestive heart failure exacerbation. Patient outcome was also updated from recovered to recovering. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date: month and year valid only.

Event description:
During the index procedure two resolute onyx drug eluting stents were implanted in the graft proximal lad. Approximately 4 months post index procedure the patient suffered a small heart attack. The patient recovered.